Event description:
A report was received by a healthcare provider to intera that during a refill of the intera 3000 hepatic artery infusion pump using an intera refill kit, the 22 gauge huber needle broke off at the hub of the needle when accessing a patient. The contents of the pump returned from the pump so the provider knew that they had accessed the pump. The provider was able to remove the needle from the pump and patient. They were able to reaccess with the second needle in the kit and complete the refill procedure.

Manufacturer narrative:
The device history record for the lot was reviewed. There were no nonconformances or deviations in the device history record for this lot. The lot met all performance specifications prior to release. The product was not returned for further evaluation. The ulitmate root cause is thus undetermined. Blank fields in the MDR form represent unknown information. If further information is received at a later date, a supplemental report will be filed.

Manufacturer narrative:
The device history record for the lot was reviewed. There were no nonconformances or deviations in the device history record for this lot. The lot met all performance specifications prior to release. The product was not returned for further evaluation. The ulitmate root cause is thus undetermined. Supplement is to add patient information (as made available) from the healthcare provider. Blank fields in the MDR form represent unknown information. If further information is received at a later date, a supplemental report will be filed.

Event description:
A report was received by a healthcare provider to intera that during a refill of the intera 3000 hepatic artery infusion pump using an intera refill kit, the 22 gauge huber needle broke off at the hub of the needle when accessing a patient. The contents of the pump returned from the pump so the provider knew that they had accessed the pump. The provider was able to remove the needle from the pump and patient. They were able to reaccess with the second needle in the kit and complete the refill procedure.